Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device was found to have wear and tear damage. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing; unable to confirm the reported customer complaint.

Event description:
Information was received that device suspected to have a bad float switch. No adverse effects reported.